Event description:
It was reported that a patient had surgical revision to remove their reservoir of inflatable penile prosthesis due to system leakage from the tubing to the reservoir. A new reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had surgical revision to remove their reservoir of inflatable penile prosthesis due to system leakage from the tubing to the reservoir. A new reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device added.